Manufacturer narrative:
On 09/02/2015 (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not cauterize well because the jaws did not come together well. A replacement device was not used to complete the procedure, because the patient's leg had to be opened. The belief is that because the branches were not sealed well it caused excessive bleeding and the leg needed to be opened to evaluate the site and control the bleeding. When the vein came out, many of the branches were still open. This directly affected the patient's surgical care that day. The patient had to be transfused due to the excessive bleeding. A wound vac had to be placed on the leg to help with healing.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Large amounts of charred blood and tissue was observed around the heating element and at the base of the jaws. A mechanical evaluation of the jaws was conducted. The jaws failed to align once the activation toggle was pulled back into activation. There was an observed gap between the jaws, approximately 2mm. The jaws opened with no difficulty. The device was evaluated for electrical/cautery function. An activation and transection capability test was performed using the max life test method. The device activated but failed to transect tissue. The jaws were cleaned gently per the instructions from the instructions for use (IFU). A mechanical evaluation was repeated with visible improvement in the jaw alignment. The shrink tubing at the base of the jaws was cut away and the remaining charred buildup cleaned. A mechanical evaluation was repeated and complete alignment was achieved. The activation and transection capability test was repeated the device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for failure to align and failure to cut. The root cause is buildup of charred blood and tissue at the base of the jaws. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not cauterize well because the jaws did not come together well. A replacement device was not used to complete the procedure, because the patient's leg had to be opened. The belief is that because the branches were not sealed well it caused excessive bleeding and the leg needed to be opened to evaluate the site and control the bleeding. When the vein came out, many of the branches were still open. This directly affected the patient&#38112;surgical care that day. The patient had to be transfused due to the excessive bleeding. A wound vac had to be placed on the leg to help with healing.